Manufacturer narrative:
(B)(4). A device history review and service history review were completed with no issues noted. The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device were successfully. The reported issue was confirmed through an event history log review. The cause was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain threshold. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During troubleshooting of an unrelated alarm, it was reported that the drain volume (dv) equaled 4365ml. The nurse stated the fill volume of each cycle was 2600ml and the last fill volume equaled 2600ml. The technical service representative (tsr) arranged a return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.